Event description:
It was reported that a patient underwent a primary breast augmentation procedure with mentor memorygel breast implant gel breast prostheses when the right breast prosthesis ruptured post implantation. Rupture of the patient¿s right breast prosthesis was diagnosed via mammogram, ultrasound, and MRI. Additionally, the patient was diagnosed with right breast capsular contracture (baker grade unknown) and bottoming out of the left breast prosthesis. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant gel breast prostheses. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2025-14523 for the report for the patient¿s right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right breast prosthesis rupture, bottoming out of left breast prosthesis. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 20-jan-2026, the mentor failure analysis lab received the device for evaluation. On 27-jan-2026, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient experienced bottoming out of the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number:(B)(4).